Manufacturer narrative:
Based on the information provided no conclusion can be made. The sample has not been returned for evaluation and the information provided is limited. Multiple requests for additional information and sample return have been made. To date this is the only reported complaint for this production lot of 145 released for distribution in april, 2019. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided or the sample is returned for evaluation, a supplemental emdr will be submitted. This is an addendum to the initial emdr to document additional information and the receipt and evaluation of the sample. Per the instructions-for-use, provided with the device after rolling the device the user is instructed to "grasp the leading edge of the device with an atraumatic grasper or grasping tool. Take care to grasp both mesh and frame material." In follow up it is reported that the surgeon rolls the mesh and grabs onto the echo frame only and not both mesh and frame as instructed in the instructions-for-use, prior to inserting the device down the 12mm trocar. Grabbing only the echo frame and not both the mesh and frame, could cause the frame to detach from the mesh during deployment. The most probable root cause is determined to be use related. The sample evaluation confirms the mesh is detached from the echo frame as reported. The sample evaluation shows no manufacturing anomalies with the device.

Event description:
As reported per customer contact: when the surgeon went to implant a bard ventralight st w/ echo 2 ps the device separated and was unable to be used. As reported, to complete the case a replacement item was used and there was no impact or injury to the patient.

Manufacturer narrative:
Based on the information provided no conclusion can be made. The sample has not been returned for evaluation and the information provided is limited. Multiple requests for additional information and sample return have been made. To date this is the only reported complaint for this production lot of (B)(4) released for distribution in april, 2019. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided or the sample is returned for evaluation, a supplemental emdr will be submitted. Not returned.

Event description:
As reported per customer contact: when the surgeon went to implant a bard ventralight st w/ echo 2 ps the device separated and was unable to be used. As reported, to complete the case a replacement item was used and there was no impact or injury to the patient.